Manufacturer narrative:
(B)(4).

Event description:
According to the initial reporter: during a post op scan, an endoleak was noted around the aortic bifurcation and it was associated with aaa growth. The patient was brought in for a diagnostic angiogram and additional cta. Type two and three leaks were ruled out and it was concluded that there was a type four leak at the bifurcation of the distal graft. The surgeon decided to reline the distal graft with a flex device and new limbs. He does not want a credit on any items, is not explanting anything and is happy with the final result, but wants it noted that he believes the bifurcated zfen graft had a porosity issue. I have attached two images from the cta as well as a pre and post relining angio."